Event description:
It was reported that the during a lead implant, the guidewire tip bent due to a small vessel branch. As the physician pulled the wire back inside the lead, the tip of the wire was sheared off. A 3-4 cm piece of the guidewire remained in a side vessel branch of the coronary sinus.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
As indicated the guidewire was returned bent/kinked at 192.4 cm from proximal end. The distal end was not returned with the device. The guidewire was sent to the vendor for further analysis. Damage was consistent with the wire being pulled in a straight line beyond its tensile limits. Re- tained samples from the same batch were tested for tensile strength and results demonstrated force to failure of 1.73 lb, 2.34 lbs and 1.83 lbs. The specification for tensile strength is a minimum of 0.5 lbs. The records